Event description:
It was reported that during the implant of left ventricular lead, a dissection of the coronary sinus with some pericardial effusion occurred while using the catheter. The left ventricular lead implant was discontinued. The patients condition was good before and after the event. On (B)(6) 2014 a new left ventricular lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no intervention was performed, patients condition was good.